Event description:
It was reported to vyaire medical that the vela ventilator made the alarms of vent inop and xdcr fault when the power was tried to turn off. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.